Event description:
It was reported that the right ventricular lead impedance had increased becoming high over a two month period. All other measurements were noted to be "good/normal." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2001. (B)(4).

Event description:
The lead impedance continued to increase and triggered a lead warning. The rv lead impedance alert was programmed off.